Event description:
The patient had a magnetic resonance imaging. The next day the pump was interrogated; there was no 'motor stall recovery occurred' message. The pump was updated and the message was then present in the logs. No alarm was heard by the patient. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. A follow-up report will be submitted if additional information becomes available.